Event description:
It was reported by the distributor that the product had tips that were broken. It was reported that no injury or death was associated to the event.

Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. No product was returned for evaluation. A review of the complaint log determined that this was the second recorded incident of tip damage. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.